Event description:
The user reported the audible alarm on the model 3100a was not functioning. There was no patient compromise as the patient's treatment on the 3100a was being terminated when the alarm's lack of sound was noted.